Event description:
Information was received indicating that following changing the cassette out to a smiths medical cadd-legacy® 6500 pump, the operation was reported to stay at stop and the keyboard was disabled. The start/stop key was pushed followed by a no disposable, clamp tubing message then displayed. There were no reported adverse patient effects.